Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusions. The customer's blood glucose (bg) level was high and the customer self-treated the bg level. As the customer had these occlusions in the past, tandem technical support was unable to perform a system check to determine a possible cause of these past occlusions.